Event description:
It was reported that during revision surgery due to infection.

Manufacturer narrative:
The initial MDR 1020279-2014-00128 was filed to report a revision. However, after multiple attempts to the reporter, no further information has been received confirming this was a revised smith and nephew device. Therefore, MDR 1020279-2014-00128 002 is being updated to state no additional information was submitted and we have no information confirming the device was a smith and nephew, inc. Device.

Manufacturer narrative:
.